Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the one of the platinum wires at the proximal antenna of the section was separated. The retriever struts were bent just distal to the proximal rails and the stainless steel coils were slightly compressed on its distal 2.0cm section. The torque device was returned and it was observed that the torque cap was fractured. The retriever measurements were conforming to its dimensional specifications. During functional analysis friction was encountered during advancement of the retriever through the microcatheter returned with the retriever and a test microcatheter. The friction encountered during functional analysis is related to the damages found on the retriever. Information available indicated that the retriever was confirmed to be in condition prior to use. Based on the information available and the investigation findings it is probable that damages to the device occurred during use limiting its performance. Therefore a root cause of operational context has been assigned to this investigation.

Manufacturer narrative:
(B)(4)

Event description:
Analysis of the device found that the retriever platinum wire at the proximal antenna was detached. No clinical consequences were reported to the patient.

Event description:
Analysis of the device found that the retriever platinum wire at the proximal antenna was detached. No clinical consequences were reported to the patient.